Manufacturer narrative:
The device was not returned for analysis. The cause of the bleed was not determined since product was not returned and insufficient clinical details provided.

Event description:
On october 9, 2025 a publication entitled "empowering early recovery: the role of impella 5.5 in takotsubo cardiomyopathy complicated by cardiogenic shock" reported that a female patient in her 70s implanted with an impella cp experienced an access site bleed that was treated with transfusion of two units of red blood cells. The patient survived.

Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.